Event description:
Catheter with confirmed leak at clavicle, first mb injunction. During removal, catheter broke into two parts. Unable to remove distal port. Pt subsequently went to cath lab to have tip removed. This occurred without incident and new cath was placed.